Event description:
A report was received that was receiving stimulation from head to toe whether the device was on or off. The physician believed that nothing was wrong with the device. The patient was prescribed neurontin for the uncomfortable stimulation, however, the issue was not resolved. The patient's system was explanted and the patient was reportedly doing well following the procedure.

Event description:
A report was received that was receiving stimulation from head to toe whether the device was on or off. The physician believed that nothing was wrong with the device. The patient was prescribed neurontin for the uncomfortable stimulation, however, the issue was not resolved. The patient's system was explanted and the patient was reportedly doing well following the procedure.

Manufacturer narrative:
Device analysis did not confirm the complaint. The ipg passed all electrical, performance, visual inspection and photographic imaging tests performed. The amplitude and pulse width of the setting were verified to be correct on all electrodes as it was programmed. After turning off the stimulation, all 16 electrodes were rechecked for any output and found no stimulation output. Visual inspection of the lead revealed that it was pulled and cut. The damage to the device is a result of a typical explant procedure and is not considered a failure. The device exhibited normal device characteristics.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-8216-70 serial # (B)(4) description: artisan 2x8 paddle lead (lim), 70 cm. The explanted lead was not returned to bsn as it was discarded by the medical facility.